Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal portion of the microintroducer sheath was split. No use residue or other details of the damage could be discerned in the returned photograph. While the exact cause of the observed damaged sheath could not be determined from the returned photograph, possible causes include excessive insertion force, inadequate skin nick, and damage prior to attempted use.

Event description:
It was reported by the customer that during placement of the PICC in this patient, when inspecting the micro-introducer kit for integrity after unpacking prior to use, a split was found at the proximal end of the grey peel-away sheath of the micro-introducer. This made it impossible to penetrate the skin. The customer opened another mst for puncture. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that during placement of the PICC in this patient, when inspecting the micro-introducer kit for integrity after unpacking prior to use, a split was found at the proximal end of the grey peel-away sheath of the micro-introducer. This made it impossible to penetrate the skin. The customer opened another mst for puncture. No other information provided.